Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 3.3 inr , qc 2: 3.2 inr , qc 3: 3.3 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:00 a.m., the patient tested a sample on the meter and it resulted as 3.5 inr. Around 1:00 p.m., the patient had a sample tested in the laboratory using a neoplastin method, resulting as 2.6 inr. The patient's coumadin medication was adjusted based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed based on the meter result. The patient's therapeutic range is 2.7 - 2.9 inr. The patient's testing frequency is typically once every two weeks. The patient stated that she is generally anemic, but does not know her hematocrit. The patient does not have lupus or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has no had any changes in diet. The patient had no bleeding or bruising requiring medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 345213) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.